Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (prime issue) issue. There was reportedly a rewind, load and fill cannula step issue. There was no additional information regarding this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/26/2015 with the following findings: a review of the black box revealed multiple ¿call service (cs) 162¿ loss of prim warnings were found in history due to low non zero force warnings. The returned battery/cartridge caps were used for investigation. During evaluation, the ez-prime¿ steps were performed correctly; there were no ¿cs162¿ alarms or any errors, alarms or warnings that occurred during the investigation. The product performed within specification and the reported complaint was unable to be duplicated during testing. Unrelated to the complaint, the battery compartment was found to be cracked at the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).